Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.

Event description:
It was reported the patient received the following results, all taken within 15 minutes while using the guide meter and a professional meter: on (B)(6) 2021, the customer received a result of 183 mg/dl on his guide meter and 94 mg/dl on the nurse's meter. A.m.. The tests were within 15 minutes. On (B)(6) 2021, the customer received a result of 238 mg/dl on his meter and 94 mg/dl on the nurse's meter. On (B)(6) 2021 the customer received a result of 252 mg/dl on his meter and 120 mg/dl on the nurse's meter.